Event description:
It was reported to nuvectra that the patient experienced an infection due to the incision re-opening. Patient was prescribed antibiotics and is doing well. The infection has resolved.